Event description:
It was reported the pt experienced stimulation in the wrong location and did not control the area of pain. The pt stated the device had not worked since 2008. The pt also reported that they had no success with recharging device. Additional info has been requested, a f/u report will be submitted if additional info becomes available.